Event description:
It was reported that during testing conducted at the MFR facility, the device ran without user activation when the cable was flexed. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the eval, damaged sockets were found, which were identified as a probable cause of the device operating without user activation.